Event description:
It was reported that the lead impedance was high, at greater than 2500 ohms, and there was intermittent oversensing, which led to inappropriate shocks. A lead fracture was suspected. After a lead revision, the patient continued to receive shocks, and the lead impedance consistantly remained high, at greater than 2500 ohms. The device was also removed, and a new system implanted. The patient was reported to be doing well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based on information in maude report. Since no device ID was provided, it is unknown if this event has been previously reported, and without a device serial number, the manufacturing date cannot be determined.